Manufacturer narrative:
The "investigation findings" code was updated. A general reagent issue was excluded. The issue was resolved by using another reagent pack from the same lot.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for 4 patient samples on a cobas e 601 module. Patient 1 (ID: (B)(6): the initial result was < 3 ng/ml. On 01-jul-2024 the repeated result was 21.07 ng/ml. Patient 2 (ID: (B)(6): the initial result was < 3ng/ml. On 01-jul-2024 the repeated result was 16.37 ng/ml. Patient 3 (ID: (B)(6): the initial result was < 3ng/ml. On 01-jul-2024 the repeated result was 25.37 ng/ml. Patient 4 (ID: (B)(6): on 01-jul-2024 the initial result was < 3 ng/ml. The repeated result was 7.35 ng/ml. The initial results from patient 1, patient 2, and patient 2 were reported outside the laboratory. The samples were repeated due to failing qc and calibration with a new reagent kit.

Manufacturer narrative:
The analyzer's serial number is (B)(4). It was noted that there could be an issue with the storage of the affected kit. In may 2024, the customer noted a problem with the refrigerator freezing. A generic reagent issue was excluded. Another reagent kit from the same lot performed within expectations at the customer site. It was suspected that the reagent kit was inappropriately handled during transport or storage, but the root cause could not be confirmed with the provided data.